Event description:
Received info the pt had undergone surgery to replace their ins due to dead battery. When the new ins was connected and checked, the entire right side of the lead showed impedance issues. The pt had not consented for a lead revision, so a second surgery was needed. At the time of the second surgery for the lead revision, the hcp noted the lead was fractured. The hcp planned to use the same battery but was unable to put the end of the lead into the 0-7 channel on the battery. Something prevented it from sliding into the channel. Hcp screwed and unscrewed the lead with no results. A new battery was used and the procedure completed. Additional info has been requested and if received a f/u will be sent.

Manufacturer narrative:
(B)(4).